Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) bench testing confirmed the reported condition. Atrial sensing test would only sense with an atrial rate of 135 bpm. This was the result of a short internal to a pacing and sensing integrated circuit.

Event description:
It was reported the device was not functioning normally and there was sensing difficulty during the sensing test. The implantable pulse generator (ipg) was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.